Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. Although a sample was not received at the time of the complaint issuance, b. Braun has identified a sporadic occurrence of potentially false down and upstream pressure alarms which are caused by the upstream occlusion pressure sensor of the infusomat®infusion pump. Our investigations have shown that an isolated batch of upstream occlusion sensors built in the following serial numbers of pumps may deviate from their technical specification. Field corrective action fcsa-2023-08-14 has been issued by the supplier (b.braun melsungen) to address this event. Reference FDA recall number res# 92978.

Event description:
As reported by the user facility: multiple downstream occlusion alarms. When IV removed from pump, free flowing drip occurs with no occlusion.